Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of venflon 2 bl 22ga IV cannula experienced catheter tip damage/deformation which was noted during use. The following information was provided by the initial reporter: it was found that the catheter has manufacturing defect in its tip (extra bulging material on the tip of the catheter which need more pushing during the insertion as per their description which cause more pain for the patients).

Event description:
It was reported that an unspecified number of venflon 2 bl 22ga IV cannula experienced catheter tip damage/deformation which was noted during use. The following information was provided by the initial reporter: it was found that the catheter has manufacturing defect in its tip (extra bulging material on the tip of the catheter which need more pushing during the insertion as per their description which cause more pain for the patients).

Manufacturer narrative:
H.6. Investigation summary: three samples were received for investigation by bd. One is in open condition and the other 2 are unopened undamaged condition. The DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 8354815 until lot release. The team also reviewed the retention samples of venflon 22ga. The team reviewed the process controls of assembly process and packaging process. All process controls are in place. The team also checked the catheter tip force as measured during the manufacturing of customer reported lot 8354815 which was found within the specification limit. There are various factors involved in luer tip damage, like dimension luer slip of syringe, tip outer diameter etc. The dimension of barrel tip of customer sample and retention sample of venflon 22ga were checked and conform within specification limit. The team will monitor the defect during manufacturing and if any such incident occur related to needle separation will take actions appropriately. Conclusion: as the samples received for the investigation were found within the specification limit, it is thus concluded that bd was not able to duplicate or confirm the indicated failure. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see section h.10.